Event description:
It was reported that customer experienced continuous glucose monitor error and contacted support for assistance. There was no reported impact to the customer¿s blood glucose level. Customer was guided through pump reset steps, confirmed pump was functioning normally afterward, and was advised to call again if problem occurred in future, with no additional corrective actions documented.